Manufacturer narrative:
(B)(4).the problem was confirmed. The root cause was air in patient line.this issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4): added "the registered nurse (rn) stated that air bubbles were in the patient line".

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during use, during initial drain. The drain volume (dv) equaled 0ml and the last fill (lf) equaled 2000ml. The baxter technical service representative (tsr) had the home patient (hp) check the line for kinks, clamps, occlusions and they pulled up on the lines at the hc door and they closed and reopened the transfer set 3 times. They resumed initial drain and the alarm reoccurred. The home patient (hp) ended therapy and the rn would talk to their supervisor about manuals. The low drain volume alarm was not cleared before it was reported or cleared without troubleshooting assistance. The patient drained 68ml when the alarm occurred. The last volume infused was 2500ml. The initial drain volume alarm setting was undetermined. The patient did not start the therapy dry or without a last fill volume. The drained fluid (or set) did not contain fibrin. The drain did not begin flowing normally after the patient sat up. There was air in the patient line and the rn had the hp end therapy. The hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(4) 2012 and she said the patient could not resolve the ldv so they were using manual supplies. She said the patient would be going into the kidney center later today to try and figure out what the issue was. There was nothing unusual noted about the supplies. A sample and lot number were not available. There was patient involvement but no reported injury or medical intervention.